Event description:
A report was rec'd from zimmer indicating that the humeral nail's proximal interlocking screw hole was incorrectly oriented. This was discovered before the nail was seated into the humeral canal.